Event description:
It was reported that the inflatable penile prosthesis (ipp) presents with a defect. "The problem is when you inflate and can not get an erection." No interventions have been reported at this time